Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that an occlusion alarm occurred. Reportedly the cartridge had been used for "up to" 3-4 days. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose level was 142 mg/dl. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.